Event description:
It was reported to philips that the x-ray acquisition application was not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray acquisition application was not available. Analysis of system log file showed that the connection to the tsm in the exam room (tsm patsup) lost couple of times and in a system restart, tsm does not react. Upon troubleshooting, fse found that the tsm was unreliable due to the broken cable of the tsm. To resolve the issue, fse replaced the tsm cable and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.